Event description:
The customer reported that a double population sample (newborn blood cord sample rh(d) positive, "contaminated" by maternal blood, rh(d) negative) has been interpreted by tango optimo as a negative reaction, although in the wells agglutination was visible. The provided image of tango optimo showed a mixed field reaction (double population). The customer has neither returned the sample that had caused a false negative reaction on tango optimo nor the supposedly defective products erytype s rh(d) and erytype abd confirmation. But the customer provided images of tango optimo that showed the phenomenon of a double population (mixed field). It is well known that the interpretation of a mixed field reaction may be difficult and not clear. Regarding the interpretation of the result this complaint is confirmed. Therefore we initiated internal further actions (deviation followed by change control) that an appropriate reference will be implemented in the instruction for use and the tango optimo's manual. Since the intended use of the tango optimo system includes a mandatory review of all result images by qualified personnel prior validation, there is no further risk that such results go undetected. Because the complaint was confirmed regarding the interpretation of the result further actions (deviation followed by change control) were initiated. A review of the batch record documentation of the affected reagent showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident